Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the delivery wire was bent from the proximal end and on the firm coil section. There was evidence of electrolytic detachment of the main coil at the detachment zone, not confirming the "main coil prematurely detached inside patient. A functional test was unable to be performed as the main coil was detached from the delivery wire. As per the additional information there was very tortuous anatomy. It is probable that the tortuous nature of the patients anatomy caused the reported issues. Therefore, an assignable cause of procedural factors has been be assigned to the reported event and analyzed anomalies as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that when the coil (subject device) was not deployed during bae (basilar artery embolization) was done for the superior thoracic artery and the resistance was felt. The physician attempted to withdraw the coil (subject device) by using the microcatheter (stryker) but the coil was not moved, and the stretch of the coil was confirmed under fluoroscopy. The resistance was felt at sheath part. Therefore; the guiding catheter (non-stryker) was used to retrieve the coil along with the microcatheter. Upon removal, the coil had detached in the microcatheter by fluoroscopy, and the coil could not be confirmed at out of the body. After retrieving the coil, it was confirmed under fluoroscopy that the proximal of the coil was protrude from the coil mass . No further information is available. Update patient information : received additional information stated that the patient¿s current condition is stable.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that when the coil (subject device) was not deployed during bae (basilar artery embolization) was done for the superior thoracic artery and the resistance was felt. The physician attempted to withdraw the coil (subject device) by using the microcatheter (stryker) but the coil was not moved, and the stretch of the coil was confirmed under fluoroscopy. The resistance was felt at sheath part. Therefore; the guiding catheter (non-stryker) was used to retrieve the coil along with the microcatheter. Upon removal, the coil had detached in the microcatheter by fluoroscopy, and the coil could not be confirmed at out of the body. After retrieving the coil, it was confirmed under fluoroscopy that the proximal of the coil was protrude from the coil mass . No further information is available.